Manufacturer narrative:
No report of injury, procedure delay or cancellation. Instruments present during the time of the reported event were reprocessed before use. A steris service technician arrived onsite to inspect the 60" eagle sterilizer and found that the sterilizer's drain funnel was improperly positioned causing water to leak onto the floor. The technician repositioned the drain funnel, tested the 60" eagle sterilizer, and confirmed the unit to be operating properly. No additional issues were noted.

Event description:
The user facility reported that water was leaking from their 60" eagle sterilizer.